Manufacturer narrative:
The reported acu-sinch® kit was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The acu-sinch® kit (part number 46-0001-s, batch number 595089) was examined visually under magnification. The one suture returned had four ends, so the suture had either been cut or snapped. Not all relevant parts surrounding the complaint were returned. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery the surgeon using a acu-sinch inserted the screw into the bone and tried to tie the knot at the top of the button, the anchor pulled out at the site of insertion to the screw. Another acu-sinch was inserted and the surgery was completed after a 20-minute delay. No adverse patient consequences were reported.